Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube, cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 167mg/dl. Advised insulin pump would be replaced. No additional information was provided.